Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis, severe calcification and vessel tortuosity). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis, severe calcification and vessel tortuosity). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
It was reported that during use of an endeavor sprint drug-eluting stent in a severely calcified lesion in the lcx with 95% stenosis and tortuosity, the device could not cross. No abnormality noted in the inspection before using. The lesion was pre-dilated to 14 atm. A non mdt stent could not cross initially also. No clinical sequelae were reported. Device evaluation: the device was returned to the manufacturing facility for evaluation. The distal tip was frayed indicating that it may have been stubbed during advancement. The 8th distal segment had raised struts, other segments were misaligned.